Manufacturer narrative:
(B)(4). This unit was field serviced by a carefusion authorized service technician. The service technician replaced the flow valve to correct the customer's reported issue and performed the routine 10k preventative maintenance as the unit was due for maintenance.

Event description:
It was reported to carefusion that the ventilator was delivering a higher amount of tidal volume than expected. The ventilator was not on a patient at the time of the event.